Manufacturer narrative:
(B)(4). Title: short- and medium-term outcomes after transcatheter pulmonary valve placement in the expanded multicenter us melody valve trial citation: circulation 122(5): 507¿16 2010 (doi 10.1161/circulationaha.109.921692) authors: doff b. Mcelhinney, md; william e. Hellenbrand, md; evan m. Zahn, md; thomas k. Jones, md; john p. Cheatham, md; james e. Lock, md; julie a. Vincent, md. Date of publish was used for event date in. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate short and medium-term outcomes after the implant of this transcatheter bioprosthetic pulmonary valve. The study population included 124 patient (gender not provided; mean age 19 years), all of which were implanted with this medtronic device (serials numbers were not reported). Across all patients, adverse events included; conduit rupture treated with surgical intervention, contained conduit tear treated with covered stent placement, wide complex tachycardia treated with cardioversion, and a femoral vein thrombosis treated with anticoagulation, thrombolysis and balloon angioplasty. Other adverse events included; mild pulmonary regurgitation, increased gradients and stent fracture (25), treated with a valve-in-valve procedure or re-dilation. Across all patients, there was no allegation that the device caused or contributed to a death. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.